Event description:
Upon ICD interrogation on (B)(6) 2013, the warning message [a3] was displayed. This warning refers to abnormally high device consumption. Analysis confirmed normal ICD behavior and revealed that this warning was a false alarm caused by telemetry errors.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Method: other: the programmer files were reviewed. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4).